Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity".

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6), 2014. Review of radiographs revealed a loose acetabular cup. Subsequently, patient was revised on (B)(6), 2014. The acetabular cup, modular head, liner and taper adapter were removed and replaced.